Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. If an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement.¿ olympus will continue to monitor field performance for this device.

Event description:
The user facility reported to olympus that during preparation for use, the visera elite video system center scope detection does not work. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event of error code e302 and not recognizing scope when plugged in. The evaluation uncovered a bent pin inside the video connector receptible board and needed replacement. The faulty parts were replaced and reformatted. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.